Event description:
It was reported to philips that the x-ray generator communication failure occurred during restart on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system, resolving the communication issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).